Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in a pacemaker for clinic follow up. Noise was observed on the atrial lead. Patient is in chronic af with 0% pacing in the atrial chamber. Threshold and impedance values were normal for the atrial lead. Consequently, no adverse effect for the patient before, during or after this issue. No intervention was performed.